Event description:
While treating a patient, the device was unable to pace the patient. The device was attached to the patient via non-zoll electrodes and non-zoll adapter assembly. The electrodes were removed and re-applied and the device was unable to pace. Complainant did not indicate that there was any adverse effect to the patient, due to the reported malfunction. Please reference medwatch report 1220908-2003-00319, which is a similar report from the same customer.